Event description:
It was reported that this right ventricular (rv) lead has possibly dislodged. The patient's heart rate dropped into the 30s. It is unknown at this time if any lead revision was performed. No additional patient adverse effects were reported.